Event description:
It was reported to medtronic neurosurgery that an obstructive hydrocephalus patient with a delta shunt was not recovering. According to the report, occlusion was noted in the delta chamber, so the device was explanted.

Manufacturer narrative:
The product has not been returned to the manufacturer. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.